Manufacturer narrative:
The reporter¿s phone number was not provided. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the unit was vibrating excessively. It was further determined that the device failed for untrue running and smooth running. During service/repair, it was observed that the internal components were corroded. It was determined that the issues were consistent with improper cleaning. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the quick coupling device, chuck device, ao/asif quick coupling device and sagittal saw attachment device were not functioning. During in-house engineering evaluation, it was observed that the quick coupling device was vibrating excessively, and it failed for untrue running and smooth running. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.